Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not power up. The device was inside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the host pc would not power on. Review of the log files showed frame grabber errors. Upon troubleshooting, the field service engineer identified that the host pc had failed. Fse install a new license to enable operation. To resolve the issue fse replaced host pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.